Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced a loss of therapeutic effect beginning in (B)(6) 2010. She also experienced a shocking sensation that seemed to "travel upward and make her heart race". She was seen by her healthcare professional (hcp) on (B)(6) 2010 and a new program was provided to her. She was seen again by her hcp on (B)(6) 2010 and it was noted she still felt the shocks. She was given 4 new programs and the use of the patient programmer was reviewed with her. Her device was subsequently explanted. Patient outcome was noted as no injury.